Event description:
It was reported that during a case; the patient tracker appeared far to the right in the camera's dual-screen view. The procedure was completed successfully with no surgical delay and no adverse consequences.